Manufacturer narrative:
(B)(4). The device is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an iw910 mobile infant warmer displayed an error code e17 and the head harness was discolored. No patient consequence was reported.